Event description:
The customer falsely depressed sodium and potassium results on the architect analyzer. The following sodium data was provided (mmol/l): sid (B)(6), initial 118, repeat 120. Sid (B)(6), initial 117, repeat 124. Sid (B)(6), intial 119, repeat 128. Sid (B)(6), initial 115, repeat 126. Sid (B)(6), initial 119, repeat 126. The following potassium data was provided (mmol/l): sid (B)(6), initial 2.4 , repeat 2.8. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. A specific cause for the imprecision with ict module could not be determined. Instrument service resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.